Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. A receiver functional test was attempted, unable to run functional tests because perpetual rebooting. The receiver was opened and the ui pcba was detached to download the receiver log. The receiver log was reviewed and found perpetual rebooting without user shutdown found in the log within the investigation window. The reported event of initializing screen without manual restart was confirmed during log review because there is an indication of an initializing screen without manual restart. A root cause could not be determined.